Manufacturer narrative:
The mfg records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use were considered adequate, the labeling for instructions for use was revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of jan. 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. Assessment of the returned samples is pending and will be provided in a supplemental report.

Event description:
Customer uses iv3000 as a barrier for her infusion set. When this dressing gets wet from any source of water, it starts to pull away from her skin. Sometimes it comes completely off and at that time, the infusion set also comes completely off. When the dressing came completely off and the infusion set came off, her blood sugar went up (amounts varied) and she gave herself a bolus of insulin with good results. Outcome attributed to adverse event: dressing and infusion set dislodged, elevated blood sugar.